Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a blood glucose (bg) level of 399 mg/dl and trace ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital the next day with no permanent damage. The cause of the high bg was unknown. At the time of the report with tandem technical support the reported issue had resolved, therefore, troubleshooting could not be completed to identify a cause.